Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event was caused due to the defect of the circuit board of the video connector. Additionally, it is likely that the electric connect section has been defective, by accumulation of electric load (stress) due to energization to the electric circuit board including internal electric parts, mounted in the video connector, by accidental application of static electricity, or by overcurrent due to attaching or detaching the device while the power is on the system, further the image signal output was adversely affected and became unstable, being abnormality in image. Lastly, it is likely that the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image noise. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image noise when using the deflectable videoscope with the video system center. The issue occurred during procedure for a therapeutic cholecystectomy. The procedure was completed using a similar device. There was no patient harm associated with the event. Related complaint identifier: (B)(6).